Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. No unexpected low battery alarm. Low reservoir alarm function properly during test. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received with broken belt clip slot. Unit received with cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 476 mg/dl, which was treated with a manual injection. Customer stated that her ears were ringing and she felt pressure in her chest. Customer stated that she performed a set change and changed the insertion site, but her blood glucose level remained high. Blood glucose level was down to 432 mg/dl later in the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.